Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing an under infusion was not reproduced. Evaluation observed and tested the pump for the flow accuracy testing and found the device to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. The volume to be infused was 50ml/hr at a flow rate of 42ml//hr and the pump delivered 41ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.